Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to the procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtw clip delivery system (cds) was advanced and deployed at central a2p2. The second cds was advanced and placed when it was noted during the assessment prior to deployment the mr reduced to mild and then increased to moderate. The leaflets were ungrasped and then regrasped at medial a2p2 and deployed. The third cds was deployed medial to the second clip at lateral a3p3. After deployment, a perforation of the anterior leaflet was noted where the second clip was deployed. The procedure was completed at this time with the mr remaining at 4. The patient was sent for a surgery consult. There was no clinically significant delay in the procedure and no adverse patient sequela. Subsequent to the previously filed report, additional information was received that the patient had mitral valve replacement surgery on (B)(6) 2021. The condition resolved on (B)(6) 2021; there was no adverse sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtw clip delivery system (cds) was advanced and deployed at central a2p2. The second cds was advanced and placed when it was noted during the assessment prior to deployment the mr reduced to mild and then increased to moderate. The leaflets were ungrasped and then regrasped at medial a2p2 and deployed. The third cds was deployed medial to the second clip at lateral a3p3. After deployment, a perforation of the anterior leaflet was noted where the second clip was deployed. The procedure was completed at this time with the mr remaining at 4. The patient was sent for a surgery consult. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.